Event description:
It was reported that the insulin pump alarmed failed battery test even after several battery cap replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. However, a corroded battery tube spring was noted during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.